Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 2247 ml during therapy initiated on (B)(6) 2011 at 21:57, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. A review of the device's event log was performed for the therapy initiated (B)(6) 2011 at 21:57. Review of the event log revealed the cycle 9 received a partial fill of 704 ml. Cycle 9 drain was completed on (B)(6) 2011 at 06:08:25 and the user's actual drain volume during cycle 9 was 2952 ml. The actual drain volume of 2952 ml is 148% of largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 21:57:42. During night drain cycle 9, the patient's ultrafiltration reading was 2247ml, indicating the home patient (hp) drained 1247ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.